Event description:
It was reported that a user of the ilet experienced a hyperglycemic event with persistent high cgm readings beginning the prior night, after a recent supply change, with no dosing stops, no reported infusion set issues, no food intake since the prior night, and no new medications or noted scar tissue; troubleshooting and education were completed, and the caregiver was advised to perform a full supply change due to the duration of elevated glucose. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included no hospitalization and planned follow-up by support personnel. Investigation included user interview, device-use troubleshooting, and education regarding infusion set and supply replacement. Investigation of this case revealed no confirmed device malfunction, no confirmed infusion set failure, and no identifiable external cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.